Event description:
It was reported the catheter couldn't be removed through a 7fr sheath after an av fistula procedure was completed. The doctor used additional force to finally remove the catheter through the sheath without further complications being reported.